Manufacturer narrative:
PMA 510(k): _this product is not marketed in the us. B)(4). Device evaluation: lens was returned dry, in small vial. Visual inspection found missing piece of haptic, and clear residue on the lens surface. Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens -8 diopter, in the patient's left eye (os) on (B)(6) 2017. On the same day, the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved.

Manufacturer narrative:
Lens was intraoperative explanted/exchanged. A back-up lens with same size and diopter was used. Corrected data: conclusion: off label use (per dfu for this lens model, there is not enough safety and effectiveness data to support implantation of vicls in patients with keratoconus). (B)(4).